Event description:
It was reported that during a total wrist fusion procedure the depth gauge device was discovered to have light and/or non-existent depth measurement markings, delaying the ability to measure after drilling for screws. The customer feels the measurements were worn and/or disappearing. A surgical delay of 5-10 minutes was reported. It was also reported there was no patient injury. The clinician had to use a marking pen to mark every 10mm on the depth gauge, as there were no visible markings.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.